Event description:
It was reported that pump displayed malfunction code 9 with no notable events prior to issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and to call back if malfunction reappeared, which customer acknowledged and understood.